Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips or control solution were returned. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 0bv2g66, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control results.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer called ascensia customer service to receive help with their contour next meter. During the troubleshooting, the customer ran control tests and obtained readings of 137 mg/dl at 3:05 p.m., 129 mg/dl at 3:07 p.m., and 133 mg/dl at 3:08 p.m. On the contour next meter. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.